Manufacturer narrative:
During use of a mynx device for vascular closure, the white tamp did not deploy. The physician removed the device and held pressure. Hemostasis was achieved by manual compression. The device will not be returned for analysis. It was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The vessel type was venous. No additional information is available. The product was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿sealant failure to deploy ¿ advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a mynx device for vascular closure, the white tamp did not deploy. The physician removed the device and held pressure. Hemostasis was achieved by manual compression. The device will be returned for analysis. It was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The vessel type was venous.